Manufacturer narrative:
Section b3: date of event is estimated. A patient experiencing erosion was reported to abbott. The patient's ipg has eroded through the pocket site resulting in a portion of it being visible through the incision. The entire system was removed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that a small portion of the corner of the ipg had eroded through the skin and there was a wound where the ipg can be seen externally. Patient was evaluated by physician in the emergency room (ER). Surgical intervention was undertaken wherein the system was explanted with no complications.